Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from the united states alleged that they received potential false positive results for patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. During review of customer-provided data it was noticed that 13 patients¿ test results were impacted. It was observed that run #2969 generated a sars-cov-2 negative, influenza a positive, influenza b positive result for a patient¿s sample. Run #2974 generated a sars-cov-2 negative, influenza a positive, influenza b negative result for a patient¿s sample. Runs #2927, #2948, #2962, #2987 & #3126 all generated sars-cov-2 positive, influenza a negative, influenza b negative results for each patients¿ sample. Runs #3016 & #3127 both generated sars-cov-2 positive, influenza a positive, influenza b positive for both samples. Runs #3022 & #3101 both generated sars-cov-2 positive, influenza a negative, influenza b positive results for 2 patients¿ samples and runs #3106 & #3116 generated sars-cov-2 negative, influenza a positive, influenza b positive results for each sample. The 13 samples were all analyzed on the cobas® liat® system (s/n (B)(4)). Repeat testing of the 13 patients¿ same samples were performed on a different cobas® liat® system or by cepheid genexpert negative results were generated for the 13 samples. The customer did not provide information on which platform each test was repeated. Patients¿ samples were collected using nasopharyngeal in copan utm rt 3ml. The customer confirmed there was no allegation of harm to the patients. No results were reported out to the patients and/or personnel treating the patients. Thirteen (13) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was requested to be returned for evaluation and repair. The optical data show low baselines for the channels blue, amber and green. It is suspected that the cause of this was a leak happening before the timeframe of this dataset. This potential leak event caused optical path obstruction and led to a constant low baseline and the observed false positive results. Inspection of the motion data also indicated an issue with plunger 8, starting from run 3071. A hardware defect is suspected in this plunger or neighboring actuators. Run data analysis further showed "out of sync" errors with motors 15 and 19 (plunger 7 and 9). Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190. (B)(4).